Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient had a very small glenoid vault with soft bone. Mako robot was used to place the implant precisely with minimal reaming. Baseplate was implanted using a 6.5 x 25mm screw. Dr (B)(6) decided to switch to a short post option for fixation. The baseplate was implanted using the 7mm post successfully with excellent purchase. The peripheral screws were drilled and implanted. As implanting the final anterior screw of the baseplate, the anterior portion of the baseplate fractured. This fracture compromised the stability of the baseplate. It was decided to take everything out of the glenoid and to convert to a hemiarthroplasty. A pyrocarbon hemi was implanted on a revive stem.during investigation, it has been revealed that this fracture led to the use of a pyrocarbon head on a revive stem which is an off-label use.